Event description:
Technician reported that during treatment on a system 1000 hemodialysis device, an alarm sounded. The type of alarm was not provided. A nurse then responded to the alarm and observed blood in the dialysate line to the drain line. There was no patient injury or medical intervention associated with this incident.